Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received a photo from the customer facility for investigation. No samples were returned. Based on the visual evaluation of the photo, bd observed that the tube did not contain a separator gel. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: no definitive root cause could be established for this defect. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® sst¿ tubes had no gel inside them. No serious injury or medical intervention reported.